Event description:
The customer(s) returned the orthopat perioperative autotransfusion system for repair due to fluid ingress. No patient or operator injury was noted in the service/complaint records.